Event description:
An embolic agent was being delivered through the ultraflow catheter. The physician reported difficulty with visualization and control of the reflux. The catheter was then entrapped in the embolic. During the retrieval, the catheter separated. There was no pt injury.